Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger on the bd micro-fine¿ u-40 1ml, 29g x 12.7mm insulin syringe is difficult to move when administering insulin. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record was completed for batch # 6214532. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) batch of material# 8004711 (barrel 1.0ml shd 29ga 1/2in (B)(4)) which was consumed into final product batch# 6214532. Batch# 6214545 date(s) of manufacture: 21sep2016 to 24sep2016, machine(s) manufactured on: (B)(4). There were two (2) notifications [(B)(4)] that were initiated for unrelated incidents found during production of the above listed batch.